Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted

Event description:
It was reported that a patient experienced hypotension and pericardial effusion. During an atrial fibrillation procedure a farawave was selected for use. During the procedure, the posterior wall, roofline and cti ablations were delivered. At the end of the procedure, it was noticed a slight drop in the blood pressure. The physician checked 5-10 minutes later in the intracardiac echocardiography (ice) and noticed the effusion. A pericardiocentesis was performed to drain around 200 ml of fluid and the patient was stable. No further information was provided.